Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm. The customer's issue was resolved by a complete set change. It was stated that a fixed prime did not delivery any insulin to the customer. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.